Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the grip pad, above the grip pad to the threads, and from below the grip pad to the case seal. The battery compartment threads were damaged and continued to spin when attaching to the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.